Manufacturer narrative:
G1,2 email is: regulatory.responses@icumed.com. One device was received. No visual defects were noted. Per functional testing, the liquid crystal display (lcd) screen was half blacked out. Lcd was cracked on the right side. The complaint was confirmed. The root cause was a broken lcd with ink leakage. It was unknown what caused the condition. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Replaced pcb and display label. Replaced o-rings and reservoir gasket for preventative maintenance (pm). The device passed all functional and delivery tests.

Manufacturer narrative:
UDI section is unknown, no product information has been provided to date. B3: date of event is unknown, no information has been provided to date. A product sample was received and is awaiting evaluation, investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the warmer lcd screen was half blacked out. No report of patient involvement.